Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 1/5/2022: please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02697 .

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 5 (cat5) and a non-penumbra sheath. During the procedure, upon introducing the cat5 into the sheath, the physician kinked the distal end of the cat5. Therefore, the cat5 was removed. Subsequently, the same issue occurred with another cat5. The procedure was completed using a new cat5 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02697.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 5 (cat5) and a non-penumbra sheath. During the procedure, upon introducing the cat5 into the sheath, the physician kinked the cat5. Therefore, the cat5 was removed. Subsequently, the same issue occurred with another cat5. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.